Manufacturer narrative:
This follow-up was created to document the additional event information and the conclusion of the investigation. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of infection. Quality accepts the physician's observations as to the reason for surgical intervention. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. The review of the device lot history records indicates this lot passed sterility testing prior to being released. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no non-conformances for this lot. No capas are associated with this lot.

Event description:
Additional information received stated there was no infection, only a torn device for the reason to explant.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to infection and torn pump.